Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10080 endovascular stent graft allegedly experienced failure to deploy, fracture, and misfire. This information was received from one source. The failure to deploy, fracture, and misfire involved one patient with no patient consequence. The age, weight, and sex were not reported.